Event description:
Baxter (B)(4) reported a crack line on a minicap discovered during patient use. A quantity of 10 was reported. There was no patient injury or medical intervention reported. No further information is available. This report is addressing 6 of 10.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the sample was evaluated by the complaint quality engineer in the quality engineering lab. A crack has been found on the minicap. A batch review found no issues in the manufacturing process related to the lot. The cause was determined to be manufacturing issue - molding. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.